Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide referenced is submitted under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional balloon dilatation procedure. Femoral angiogram/other femoral imaging was not performed. The proglide was pre-flushed with saline prior to use, however, during use, there was no blood flow from the marker lumen. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported no blood flow from the marker lumen was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: reportedly, one of the two proglide devices that had no blood flow from the marker lumen was deployed but the suture was not recovered; "the threads did not come out". Hemostasis was achieved with another proglide device, not by manual compression as previously reported. No additional information was received.